Event description:
Procedure: anterior cervical discectomy and fusion, posterior cervical discectomy and fusion, lateral lumbar discectomy and fusion, posterior lumbar discectomy it was reported that patient was recovering from a surgery for a broken neck that left her unable to look up and required that she use a walker. On (B)(6) 2010: the patient underwent an anterior cervical discectomy and fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient began to suffer from pain in her shoulders and arms, as well as from muscle spasms in those areas. On (B)(6) 2010: the patient underwent posterior cervical discectomy and fusion. The patient was implanted with rhbmp-2/acs. On (B)(6) 2011: the patient underwent lateral lumbar discectomy and fusion. The patient was implanted with rhbmp-2/acs. On (B)(6) 2012: the patient underwent posterior lumbar discectomy and fusion. The patient was implanted with rhbmp-2/acs. Patient alleged of suffering from constant, stabbing pain, and numbness in her head, neck, shoulders, and back. Patient's repetitive surgeries resulted in patient's spine compressing so much that she has lost three inches of height; prior to these surgeries patient was (B)(6), she is now (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.